Event description:
Reportedly, during setup, when the ventilator was turned on, the touch screen was non-functional and the ventilator could not be operated. There was no patient involvement reported.